Event description:
The customer did not provide any specific reason for the return of the canopy. Posey requested more information on reason for product return but none was forthcoming. No patient injury was reported. Inspection shows that the large window a zipper's slider body is open.

Manufacturer narrative:
Evaluation of the returned product shows that the large window a zipper's slider body is open.